Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that the elevated blood glucose levels were caused by the flu and wearing the infusion set for three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.